Manufacturer narrative:
(B)(4). The customer reported the battery charge indicator light is not working. The device was evaluated at philips and the system was duplicated. The ac power supply was found to be defective. Replacing the ac power supply resolved the reported issue.

Event description:
The customer reported the battery charge indicator light is not working. The device was evaluated at philips and the symptom was duplicated.